Manufacturer narrative:
Further information was requested but not received. The investigation results will be provided in the final report.

Event description:
Following an implantation procedure, charge time out was noted on the device. A capacitor maintenance was performed, however the device continue to experience charge time out. The device was successfully explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
The reported field event of charge time limit being reached was confirmed. Bench testing was performed which included impedance measurements, sense testing, temporary pacing, a capacitor maintenance, and patient notifier activation which all functioned normally. The device charge time limit was reached during the capacitor maintenance. The device was cut open and the original capacitors were replaced with a known good set. A capacitor maintenance was performed, and the device charged the capacitors normally within 8.9 seconds. The original capacitors were sent to the supplier for analysis. The analysis report of the capacitors from the manufacturer indicated that the cause of the event was due to a capacitor anomaly.